Event description:
It was reported that a zero tip basket device was used during a ureteroscopy procedure. During the procedure, the physician had the basket secured around the stone; however, when a little traction was applied the wire broke within the shaft. The basket threads remained intact and closed around the stone, with a section of the wire still attached. The remaining portion of the device was removed through the ureteroscope. Due to handle disconnection, the basket could not be opened; therefore, the physician proceeded to laser the stone into fragments for removal. Once the stone was fragmented enough, a grasper was used to remove the basket and wire in its entirety, so no foreign objects were left inside the patient. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: investigation results: the returned zero tip basket was analyzed, and it was noted that the handle returned in good conditions. A visual evaluation also noted that the basket returned detached from the device. Microscopic examination was performed under magnification, and it was noticed that the sheath returned kinked. Functional examination was performed, and the handle was actuated; however, the device was not functional since the basket was detached from the device. Destructive test was performed, and once the torque mark evidence was found, the device was disassembled. The handle cannula was assembled to the pinch vise and the handle cannula returned kinked at the proximal end. Additionally, the pull wire was assembled to the notch cannula. The basket was detached from the notch cannula and found evidence of a little amount of glue inside the notch cannula indicating the basket was assembled to that section. With all the available information, boston scientific concludes that the reported event of pull wire break was not confirmed as it was not possible to identify any evidence of the alleged issue on the device since the pull wire was assembled to the notch cannula. The observed sheath kinked, and the handle cannula kinked could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to the observed damage. However, it was not possible to determine the cause of observed basket detachment. Taking all available information into consideration an investigation conclusion code of cause not established was assigned to this investigation. User facility reference #: (B)(4).

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Impact code f23 captures the reportable event of unexpected medical intervention. Block h2: correction to block h10. Updated with medical device report number for the same event. Correction to block h11. Removed the medical device report number for the same event. Block h11: investigation results. The returned zero tip basket was analyzed, and it was noted that the handle returned in good conditions. A visual evaluation also noted that the basket returned detached from the device. Microscopic examination was performed under magnification, and it was noticed that the sheath returned kinked. Functional examination was performed, and the handle was actuated; however, the device was not functional since the basket was detached from the device. Destructive test was performed, and once the torque mark evidence was found, the device was disassembled. The handle cannula was assembled to the pinch vise and the handle cannula returned kinked at the proximal end. Additionally, the pull wire was assembled to the notch cannula. The basket was detached from the notch cannula and found evidence of a little amount of glue inside the notch cannula indicating the basket was assembled to that section. With all the available information, boston scientific concludes that the reported event of pull wire break was not confirmed as it was not possible to identify any evidence of the alleged issue on the device since the pull wire was assembled to the notch cannula. The observed sheath kinked, and the handle cannula kinked could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to the observed damage. However, it was not possible to determine the cause of observed basket detachment. Taking all available information into consideration an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy procedure. During the procedure, the physician had the basket secured around the stone; however, when a little traction was applied the wire broke within the shaft. The basket threads remained intact and closed around the stone, with a section of the wire still attached. The remaining portion of the device was removed through the ureteroscope. Due to handle disconnection, the basket could not be opened; therefore, the physician proceeded to laser the stone into fragments for removal. Once the stone was fragmented enough, a grasper was used to remove the basket and wire in its entirety, so no foreign objects were left inside the patient. There were no patient complications reported.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy procedure. During the procedure, the physician had the basket secured around the stone; however, when a little traction was applied the wire broke within the shaft. The basket threads remained intact and closed around the stone, with a section of the wire still attached. The remaining portion of the device was removed through the ureteroscope. Due to handle disconnection, the basket could not be opened; therefore, the physician proceeded to laser the stone into fragments for removal. Once the stone was fragmented enough, a grasper was used to remove the basket and wire in its entirety, so no foreign objects were left inside the patient. There were no patient complications reported.

Manufacturer narrative:
Block h2: additional information: block a2, block a3. Correction to field initial reporter e1. Initial reporter facility name. Block h6: device code a0401 captures the reportable event of pull wire break. Impact code f23 captures the reportable event of unexpected medical intervention. User facility reference # (B)(4).

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy procedure. During the procedure, the physician had the basket secured around the stone; however, when a little traction was applied the wire broke within the shaft. The basket threads remained intact and closed around the stone, with a section of the wire still attached. The remaining portion of the device was removed through the ureteroscope. Due to handle disconnection, the basket could not be opened; therefore, the physician proceeded to laser the stone into fragments for removal. Once the stone was fragmented enough, a grasper was used to remove the basket and wire in its entirety, so no foreign objects were left inside the patient. There were no patient complications reported.